Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the easy drill clutch did not disengage and the drill didn't stop spinning. Dr. Spencer was able to feel that he made it through the skull. His technique was textbook showing no user error. The pneumatic drill was set at 120psi at the wall and showed 95psi at the foot pedal when being used. The patient's dura was nicked but will soon be resected for the crani. The procedure was completed with backup product(s).

Manufacturer narrative:
H3:product analysis: device return was requested. However, the product was reported to have been discarded. Therefore, returned device analysis was not able to be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up it was reported that there were no patient impact. It was reported no fragments left in the patient. It was reported product was discarded.